Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high and low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer explains the pump, sets and reservoir is having him go high and then he giving insulin to combat for high then going low. The customer is explained that issues would be localized to the changing of the pump. The customer was advised to call and possibly going through a set change together and he agreed.